Manufacturer narrative:
Section b5 was captured incorrectly in previous report, it should be reported as follows: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a chest infection and sneezing, congestion and itchiness, severe chest infection about 3 months ago. Was on antibiotics for this. Reports small fibre pieces in water chamber.there was no report of patient harm or injury. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 health effect - clinical code captured incorrectly in previous report, it has been corrected and updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a chest infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.